Event description:
It was reported that the customer was in the emergency room due to a hypoglycemia episode. It was stated that the blood glucose dropped to the 30's and 20's. It was stated that the mother believes the customer's body was producing a bit of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.